Event description:
The manufacturer received information regarding a rental, dreamstation, autosv device. The patient was passed away. No additional information can be requested at this time. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer received information regarding a rental, dreamstation, autosv device. The patient was passed away. No additional information can be requested at this time. This notification was re-evaluated following receipt and review of all available information related to the reported patient death. At the time of initial reporting, the event was conservatively submitted due to the limited information available. However, subsequent review confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome. Therefore, this case has been reassessed and determined to be non-reportable. The event will continue to be documented and trended per internal quality system requirements.

Manufacturer narrative:
The manufacturer previously received information regarding a rental, dreamstation, autosv device. The patient was passed away. No additional information can be requested at this time. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation. There were no secondary findings. The device was scrapped.